Manufacturer narrative:
Age at time of event: 59 years old at the time of study enrollment.

Event description:
Eminent clinical study it was reported that in-stent occlusion occurred. The subject was enrolled in the eminent study on (B)(6) 2019 and the index procedure was performed on the same day. Target lesion was located in left mid superficial femoral artery (sfa) with 100% stenosis and was 200 mm long with a proximal reference vessel diameter of 5.0 mm and distal reference vessel diameter of 5.5 mm and was classified as tasc ii a lesion. Target lesion was treated with pre-dilatation, followed by placement of two 6 mm x 120 mm study stents. Post dilatation was performed with final stenosis of 0%. On (B)(6) 2019, the subject was discharged on aspirin and ticagrelor. On (B)(6) 2022, 1120 days post index procedure, the subject presented for protocol scheduled 36 month follow up visit with the symptoms of some pain or cramps in calves and claudication about a distance of 200 mts. On arrival, rutherford category was 3 (severe claudication). Abi on the left was 0.87. On the same day, arterial color duplex ultrasound was performed, which revealed closed vessel at the proximal tract and occlusion of the endoprosthesis in the middle and distal tract of left sfa also left popliteal artery vessel was diffusely atheromatous and were readapted from collateral circulation to the proximal tract where velocimetric profiles reduced in terms of width and monophasic shape. The subject was diagnosed with obliterating arterial disease of the lower limbs and occlusion of the endoprosthesis in the left superior femoral artery. The event was treated medically.